Event description:
(B)(4).

Manufacturer narrative:
Document review: mectacer biolox forte femoral head 28 size s: ref. 38.39.7175.245.00 / lot 082190 ((B)(4) items produced / all sold): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. No other cases on the same lot have been received.